Manufacturer narrative:
Updated to reflect the information received on 2019-jan-26. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via social media on (B)(6) 2019. The patient reported that they were "infected" and fought for their life in the ICU for 4 weeks. The patient then had 6 weeks of regular bed rest. The patient stated that their pain management doctor believed that it was "all in [their] head". No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via social media on 2018-nov-25 and a healthcare professional (hcp) indicated the patient's "fourth pump" almost killed the patient. The hcp stated they have not seen the patient since (B)(6) 2018 and at that time the patient no longer had a pump. The hcp stated that the patient had their pump filled by a home infusion company last in (B)(6) 2016. On (B)(6) 2016, the implanting surgeon had removed the pump and catheter due to meningitis (please note: this conflicts with the previously reported information that the pump was explanted on (B)(6) 2018 due to meningitis.) No further information was provided and no further complications were reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) reported the pump was removed on (B)(6) 2016 due to meningitis. At a refill procedure on (B)(6) 2016, the patient still had a dark reddened area to the right side of the pump. That had been treated by another hcp with antibiotics and by a dermatologist. The patient stated it was getting worse. At an office visit on (B)(6) 2016, the patient had a ¿<(> <<)>10 cm¿ diameter area of erythema in the right anterior lower quadrant from pink healing tissue overlying the pump site. At an office visit on (B)(6) 2016, the patient ¿reported a new injury since last visit¿. The patient reported she just got out of the hospital and found out she had spinal meningitis. The patient reported she received intravenous (IV) dilaudid while in the hospital. The patient reported she got her pain pump removed due to meningitis diagnosis. Her activity level had remained the same afterwards. Patient medical history included hypertension, cancer, asthma, gastritis/ulcer, hysterectomy, lumbar fusion, physical therapy in 1996, disability (social history), anxiety, and depression. Patient allergies included codeine, morphine, and sulfa (sulfonamide antibiotics). Medications included hydromorphone, gabapentin, zofran, estradiol, xanax, hydrochlorothiazide, linzess, and fentanyl patch. In (B)(6) 2016, ¿uds positive for hcd¿. The patient¿s diagnosis/medical decision making included low back pain, cervicalgia, radiculopathy ¿ cervical region, chronic pain syndrome, other cervical disc degeneration ¿ mid-cervical region, other cervical disc degeneration ¿ cervicothoracic region, unspecified enthesopathy, nicotine dependence (cigarettes, uncomplicated), current long term drug therapy, and longer term (current) use of opiate analgesic. Upon inspection, the cervical spine revealed straightening of the spine with loss of normal cervical lordosis. Tenderness was noted on both sides of the paravertebral muscles. There was radiating pain into the left upper extremity. Upon inspection of the lumbar spine, there was a surgical scar. Paravertebral muscles had tenderness on both sides. The patient had limited range of motion. The range of motion was restricted, flexion 10 and extension 10, with radiating pain into the right lower extremity. On gastrointestinal inspection, the abdomen was protuberant with poor core muscle strength.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative. It was reported that there was an infection and redness around the pump site so the pump was explanted on (B)(6) 2016. It was indicated that the representative did not know what type of infection it was and he thought it had been going on for ¿a while.¿ it was noted that the pump was being refilled by a home infusion agency. The operating room manager would be sending the pump back for analysis. It was also reported that fentanyl (unknown concentration and dose) was in the pump at the time of the event. Additional information was received from the representative. It was indicated that the patient started experiencing redness around the pump about 5-6 months prior and had been on antibiotics. The representative became aware of the redness around the pump on (B)(6) 2016. The patient presented to the emergency room. The results of the MRI were unknown. The cause of the redness and sepsis were unknown. The sepsis had resolved and the pump was removed on (B)(6) 2016. It was noted that the pump could not be located and was believed the facility may have discarded the pump; if the pump was found it would be sent back to the manufacturer.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 10mg (dose unknown) via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported the patient experienced redness around the pump site and was put on antibiotics. The patient presented to the hospital (B)(6) 2016 with signs of being septic. The pump was interrogated on (B)(6) 2016 after magnetic resonance imaging. Patient status was alive - no injury. It was unknown if the issue was resolved. The patient was currently in the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.